Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lower right lip. During injection, the needle came off the syringe and expelled filler post injection. Packaged needle was used. There were no injuries.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lower right lip. During injection, the needle came off the syringe and expelled filler post injection. Packaged needle was used. There were no injuries.